Event description:
A consumer reported receiving a high blood glucose value of 85 mg/dl when compared to a laboratory result of 62 mg/dl. These values, when plotted on a clarke error grid, fall into the "d" zone showing the difference to be clinically significant. There was no report of death, serious injury or mistreatment reported with the event.